Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.

Event description:
Medtronic received information regarding a navigation system being used pre-operatively in an unknown procedure. It was reported that the navigation system failed to receive digital intercommunication of medicine (dicom) scan. Surgical delay and patient impact not available. No further information available.

Manufacturer narrative:
G2) foreign country: australia. H3) a manufacturer representative (rep) went to the site to test the navigation system. The cat 6 cable between the navigation and imaging systems was damaged and not working. The bulkehad connector was replaced and the system performed as intended. Codes: b01, c02, d02. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.